Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test. Found no air bubbles and no leakage anomaly during analysis. Checked o-rings or stopper groove for defects and none was found. Conclusion: no air bubbles and no leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 163 mg/dl at the time of the incident. Customer reported that approximate size of air bubbles was large. The reservoir will be returned for analysis.